Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed the rite electrical test and the rite functional test. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties or the iipvs found in the device logs. The assignable cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow, no flow occurred above the min. Drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intra-peritoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 7. The drain volume was 2525 ml. The programmed fill volume was 1500 ml. This drain volume meets iipv criteria. On (B)(6) 2010, product surveillance followed up with the patient's nurse and provided the results of evaluation and the probable cause identified. The nurse reported that the hp was doing well on the new cycler with no reported issue. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.